Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgery went on smoothly as usual and the blade suddenly fell off in the middle of the surgery. The surgery was carried on with antoher instrument. According to our understanding, the broken off piece has been removed from the patient as well.

Manufacturer narrative:
(B) (4). (B) (4). The analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade lockout later in the procedure, and continued usage can result in a broken blade each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.